Event description:
The patient (pt) reported a diagnosis of corneal ulcer in the left eye (os) in (B)(6) 2025 while wearing a 1-day acuvue® moist® brand contact lens (cl). The pt inserted lenses and ¿feels pain after a while and hazy vision.¿ the pt reported redness, pain, irritation, discharge, sensitivity to sunlight and a ¿white spot and film on the os¿, ¿believed to have caused a scar resulting in hazy vision.¿ the pt went to 2 emergency rooms (ers) and an ophthalmologist and was prescribed vancomycin and tobramycin eye drops for 1 week for corneal ulcer and eye infection. The pt used the ¿medication for 1 week and could not tolerate it longer than that.¿ the pt was not released to return to cl wear and reported the ophthalmologist advised the pt to discontinue wearing cl, obtain a new refraction and get eyeglasses. The pt reported the os has recovered but still has a ¿small white spot.¿ the pt reported ¿it is probably a scar.¿ the pt did not advise there is a diagnosis of a scar but has to follow-up with a ¿new doctor¿ for an eye exam and refraction. The pt has not scheduled the appointment. The pt did not provide contact information for the treating doctors. No additional information has been provided. No additional information is expected. The event date will be reported as 01jun2025 as the exact date of event is unknown. The pt¿s os corneal ulcer event is being reported as a worst-case as we were unable to verify the pt¿s diagnosis and treatment with the ophthalmologist. A comprehensive review of the manufacturing records for lot number 1109081710 was conducted, including all relevant aspects such as parameters results, packaging audits, package integrity assessments, identification of nonconformities, recorded deviations, and sterilization processes. This assessment confirms that all units complied with the specified criteria and were released in accordance with established product specifications. It is unknown if the suspect os cl is available for return for evaluation. No additional evaluation can be performed. If any further relevant information is received, a supplemental report will be filed, as appropriate.